Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient experienced small electrical shock when the patient moved certain way or during sleeping. The device was still in use. No further patient complications were reported as a result of this event.